Event description:
The user reported that she suddenly could not hear anymore using the device in may. The user has been re-implanted on (B)(6) 2021.

Manufacturer narrative:
Additional information: the limited information from the field, showed two measurements which failed in situ. However, neither further information nor the device which has been explanted have been received for investigation. Therefore a root cause cannot be determined due to lack of information.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that she suddenly could not hear anymore using the device in (B)(6). The user has been re-implanted on (B)(6) 2021.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. Even though no such causal event like an accident is mentioned in the patient report. This is a final report.

Event description:
The user reported that she suddenly could not hear anymore using the device in (B)(6). The user has been re-implanted.